Event description:
It was reported that a large volume infusor experienced an underinfusion. This occurred during patient infusion of fluorouracil and normal saline. After two days of infusion, only half of the solution had been delivered. The patient returned to the hospital and the infusor was removed. There was no patient injury or medical intervention reported. The reporter stated that the patient was not uncomfortable and was in good condition. No additional information was available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.